Manufacturer narrative:
(B)(4). Diabetes melittus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient was faint prior to experiencing a seizure. First care (presumed to mean emergency medical services) was contacted and treated the patient with glucagon. It was reported the cgm displayed 116 mg/dl; however, per first care, the patient¿s bg was 25 mg/dl. The patient recovered and there was no documentation that the patient was transported to a medical facility. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.